Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 5.0-80, 80 wanda¿ balloon catheter was advanced to dilate the lesion; however, upon the first inflation at the duration of 30 seconds, the balloon ruptured. The procedure was completed with a mustang balloon catheter. No patient injury or complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. The balloon was observed to be unfolded and saline solution was present within the balloon which indicated it had been subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and subjected to positive pressure; a balloon pinhole leak was identified 35mm distal to the distal edge of the proximal markerband. The markerbands, balloon material and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the device was completely removed and no patient issues were encountered.